Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that black screen. A field service engineer (fse) after testing the rear central board using a multi-meter, part number 151622¿01 was found to have failed. Fse replaced the central drawer controller board and drawer controller, part number 151630¿01. Fse configured the drawer in configuration mode. Finally, all drawers were responsive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that screen went completely black. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.